Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, bhr head, modular sleeve, stem and threaded hole cover were removed. The r3 shell remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The reported findings of aseptic loosening, necrotic tissue and elevated cocr levels may be consistent with findings associated with metal debris, which was found intraoperatively. The source of the reported clinical symptoms are likely the result of the reported necrotic tissue destruction, fretting and fractured greater trochanter and femoral component; however, the root cause cannot be confirmed. The patient¿s post-revision ¿pulling sensation down her right thigh¿ was noted by the surgeon to possibly reflect residual abductor weakness. The patient impact beyond the revision pain/healing cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. It was also noted that use of a competitor¿s (stryker) femoral head device and (exeter) stem were implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: age , date of event, brand name, device identification, implant date , date received by MFR, medical products & therapy dates, device manufacture date.

Event description:
It was reported that right hip revision surgery was performed. Pain and elevated cobalt and chromium levels reported.